Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to patient injury. Device issue: dislodged stent. It was reported that the stent dislodged before use; however, it was not noticed until during the procedure upon inflation of the balloon for stent deployment. The stent was found on the cath lab floor. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to determine a conclusive root cause of the stent dislodgement. Eval summary - quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood visible. There was contrast in the inflation lumen and in the balloon. The stent implant was returned inside the protective sheath. There was no damage noted to the stent implant or protective sheath. The balloon was partially inflated with contrast. There were crimp marks on the balloon between the markers. There was no other damage noted to the sds. A snap gauge was used to measure the outer diameters of the stent implant. The outer diameter measurements met mfg criteria. Pin gauges were used to measure the inner diameter of the flared end of the protective sheath. Product performance engineering reviewed the incident info and results of the returned product analysis. Factors that can affect stent dislodgment outside the body include, but are not limited to, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, incorrect sheath sizing, or improper or inadequate crimping at the time of mfg. Analysis of the returned sds indicates the presence of crimp marks on the balloon between the markers of the partially inflated balloon. This suggest that the stent implant was at last crimped onto the balloon at the time of mfg. The partially inflated balloon could be the result of the physician attempting to deploy the stent before realizing that the stent implant had dislodged. But it could also indicate that positive pressure was applied prior to use. However, this is unlikely considering that the stent implant outer diameters were found to still be within mfg criteria. It is possible that the protective sheath was forcefully removed or negative pressure was applied during sheath removal thereby contributing to the stent dislodgement outside the body. The returned protective sheath inner diameter was found to be within spec. It should be mentioned that it is recommended in the instructions for use that: "prior to using the multi-link vision rx or multi-ink vision otw coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted". Based on the incident info and results of the returned product analysis, a conclusive cause for the reported complaint of stent dislodgement cannot be determined; however, there is no indication to suggest a product deficiency. A review of the lot history record did not reveal any nonconforming material reports and a query of the complaint-handling database indicated that there have been no similar complaints reported with this part number/lot number combination. This MDR is considered closed by the product performance group.